Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. Additionally, a malfunction alarm occurred after the pump shutdown due to low battery. Customer's blood glucose (bg) level was over 500 mg/dl with large ketones. Customer addressed bg level by administering manual injections. Reportedly, the customer had manual injections as alternate insulin therapy.